Manufacturer narrative:
Lead was explanted on (B)(6) 2020. Upon receipt, the lead under complaint was found severely fragmented into 4 segments. An approximately 4cm length segment was not returned for analysis. An extraction aid was found in a lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation directly close to the ligature mark was found abraded through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as the ruptured conductor cables leading to the shock coils and the deformed rv and svc shock coils, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 recorded the rv sensing amplitude initially above 15mv with abrupt drops below 4mv in the end of (B)(6) 2020. The rv pacing impedance was initially recorded at 800 ohms with an abrupt rise above 3000 ohms in the end of (B)(6) 2020. The rv shock impedance was recorded fluctuating between 390 and 480 ohms with measurements greater than 3000 ohms beginning in the beginning of august 2020, as reported in the complaint. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as an inappropriate shock. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 98 months inappropriate shocks were reported. A lead break was suspected after follow up. Episodes of artifacts were recorded in the device memory and the impedance was also increased.